Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call, the insulin pump was dropped into the water and the device alarmed button error. Customer doesn't know his blood glucose level. Customer's spouse was advised to discontinue use of the device and revert to back up plan. She agreed to return the device for further analysis.